Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08859; related manufacturer reference number: 2017865-2020-08860. It was reported that the patient had a potential pocket infection, so the pacemaker, right ventricular lead, and atrial lead were explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The lead was returned for analysis. The cause of infection could not be determined. Visual analysis did not find any anomalies.

Manufacturer narrative:
Analysis was normal. No anomalies were found.